Event description:
It was reported that the stent partially deployed. A 8.0-29 carotid wallstent was advanced for treatment. However, it was noted that the proximal end of the stent was unable to be released. The physician's remedy was to fractionate the device into the 6x9 introducer. The delivery system was mobilized and was brought up to the hemostatic valave. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.